Event description:
Related manufacturer reference number:2017865-2024-38962. It was reported that a hospital implant registration form was received by the company. The form indicated that the patient's entire system was explanted due to dislodgement.